Event description:
The pts spouse reports that following the pt's coronary interventional procedure with the placement of (4) cypher stents, pt has experienced a rash that started approximately 3-4 weeks after stent placement, blood clots in the lungs and all of the stents have "closed off".